Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that more than five needle 18 ga 1-1/2 in sb tw experienced foreign matter contamination. The exact number of incidents is unspecified. The customer stated, "needle produces coring when used. Noticed when mixing nacl with remifentanil. Small rubber parts are visible floating in the finished solution''.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No picture neither returned samples were provided. Based on available information and since DHR review show no abnormalities or issues during needles manufacturing process, bd was not able to determine the root cause at this time.

Event description:
It was reported that more than five needle 18ga 1-1/2in sb tw experienced foreign matter contamination. The exact number of incidents is unspecified. The customer stated, "needle produces coring when used. Noticed when mixing nacl with remifentanyl. Small rubber parts are visible floating in the finished solution."